Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was clotting/micro clots/fibrin clots and hemolysis. The following information was provided by the initial reporter. The customer stated: "the hemolysis rate was as high as 65%-70%, and there were blood clots in the hemolysis samples."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was clotting/micro clots/fibrin clots and hemolysis. The following information was provided by the initial reporter. The customer stated: "the hemolysis rate was as high as 65%-70%, and there were blood clots in the hemolysis samples."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: bd received 53 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis or clotting were observed. The 100 retentions were inspected with no issues being identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (hemolysis/clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Previous testing for this reported condition was performed on retain samples (cln004 29nov2021). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis or clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.